Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6): product type accessory product ID hh90t01 lot# serial# unknown: product type mobile platform product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving ketamine and dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that their communicator was not working, and they were in excruciating pain. The patient stated that they had been trying to connect to the pump "for hours over the last few days" and it would not connect. The agent walked the patient through resetting the communicator, turning airplane mode on and off, and restarting the handset but that did not resolve the issue. When the patient tried to connect, the ptm kept going back and forth between searching for pump and connecting but wouldn't connect. The patient also stated that when they first got the handset it would get stuck at 90 percent but would eventually connect. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department. No patient injury reported.